Event description:
The initial reporter stated that the pump was pumping after food was gone and did not alarm. They stated that the pump was set to infuse a dose of 900 ml at a rate of 150 ml/hr. They did not provide any information about the amount of the formula that was added to the feeding set. At the time of the complaint the initial reporter stated that they did not have any additional information about the complaint because it was not available. They did state that there had been no adverse effects to the patient. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.